Event description:
It was reported that a patient with aortic valve stenosis (nyha class ii), hypertension, and renal failure not on dialysis underwent a transcatheter aortic valve implantation with an evolut pro 26 mm prosthesis under general anesthesia using right femoral arterial access with an introducer and femoral venous access, with surgical hemostasis. Standard electrocardiography performed prior to the procedure showed no abnormalities, and peri-event electrocardiography also showed no abnormalities. At the end of the procedure an aortic dissection was observed and no treatment was reported.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.